Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 2/21/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with the results obtained of 317, 227 and 219mg/dl. The expected fasting blood glucose test result range is 90-130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :141mg/dl date:(B)(6) 2018 time:11:01am fasting, result 2 :217mg/dl date:(B)(6) 2018 time:11:03am fasting, result 3 :122mg/dl date:(B)(6) 2018 time:06:09pm fasting, result 4 :227mg/dl date:(B)(6) 2018 time:11:18am fasting, result 5 :219mg/dl date:(B)(6) 2018 time:07:02pm fasting.